Event description:
Owner of centrifuge ordered new glass tubes to be used in relatively older unit. Unit is designed to accept 100 mm tubes. Supplier provided 115 mm tubes. Elongated tubes were installed in unit and unit was set to operate at 3700 rpm. Shortly into the run, the elongated tubes stuck the internal structure of the unit, shattered and forced the lid open. Glass fragments were ejected from the unit, scattered around the laboratory, and struck the operator in the facial area. Operator was wearing safetly glasses, but sustained several glass fragment cuts. Probable cause of problem was shipment and installation of incorrect length tubes.